Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient got hospitalized and then shifted to intensive care unit (ICU) on (B)(6) 2025 due to diabetic ketoacidosis and also faced a bent cannula event. The blood glucose level was 29-30 mmol/l and had symptoms including vomting, feeling unwell, dizzy and tachycardia. The length of hospitalization for more than 24 hours and the ketone level was 5.4 mmol/l. The patient got treated with IV (intavenous) fluids of insulin infusion potassium and glucose replacement. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.